Event description:
During a lobectomy procedure, the surgeon used the device with reload and when he closed the device on the pulmonary artery, the cutting was imperfect and the anvil blocked. He needed to remove the device and had leakage (255cc). Case was completed by manual suturing. There was no reported pt consequence. The device was reloaded and it fired an incomplete staple line with malformed staples at the distal portion of the staple line. The device was articulated at a 45 degree angle when it was fired.